Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e119a was conducted. There were no nonconformances related to the complaint. The lot met all release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #1: air detected, alarm #17: return pressure, and pressure dome membrane leak. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported multiple alarm #1: air detected alarms and alarm #17: return pressure alarms that could not be resolved. The customer stated that while attempting to resolve these alarms, the return pressure dome began to leak onto the pump deck. The customer reported that the treatment was aborted with no blood/products returned to the patient. The customer stated that the patient was in stable condition. The customer reported that they were able to clean the instrument after the leak, and did not require service. The kit was not returned for investigation.